Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose reading was 343 mg/dl at the time of incident. Troubleshooting found that the customer went to a medical facility but no further information was provided about the facility. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted during testing also, unable to perform functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test or excessive no delivery test due to unresponsive buttons. The insulin pump had cracked case at the display window corner, minor scratched lcd window, debris under lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and missing the end cap sticker.